Manufacturer narrative:
Initial.

Event description:
It was reported that the user intermittently observed the ilet pump did not charge after being placed on the charging pad following a shower, although the charging indicator light typically appeared solid at placement and the pump was positioned screen-up with the back centered on the pad. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education to verify correct pad placement and to ensure the charging cable is fully seated. Investigation of this case revealed an intermittent charging failure consistent with a potential loose or insecure charger cable connection or charging pad issue. It was concluded, based on previously established findings for similar reports, that the cause was user technique and a possible faulty or intermittently connected charging accessory.